Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Refer to regulatory report #3004209178-2019-01819. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The patient reported that he went to see a manufacturer¿s representative (rep) at the doctor¿s office and the rep adjusted the programming, adding adaptive stimulation. The patient reported that when he got home, the stimulation was too strong and was ¿shocking¿ him. The patient reported that he decreased stimulation until it was comfortable for each setting. The patient reported that he turned off adaptive stimulation and was able to decrease the setting so that it wasn't shocking him any longer. The patient reported that after he left the office, stimulation gradually became too strong and was shocking him. No further complications were reported.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient had the positional option added by a manufacturer's representative (rep). No further complications were reported.